Event description:
The reporter stated the surgeon used a cc4204a collamer aspheric single piece lens. The injector plunger bent during loading into the injector, damaging the lens. Unknown if there was any pt contact. Further info has been requested but non has been forthcoming. A supplemental medwatch will be submitted when further info is available.

Manufacturer narrative:
(B)(4): method (other) - lens work order search. Results (other) - visual inspection of the returned product found one plate haptic and piece of optic is torn off and missing. Lens was returned in liquid. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions - based on the complaint history, lens work order search and the evaluation of the returned product, we were unable to determine a specific root cause of the event. The injector was not returned. (B)(4).